Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further specified. The peritonitis was manifested by cloudy pd effluent. The same day as peritonitis onset, the patient was hospitalized and treated with injection meropenem (500mg, once daily, intraperitoneal, ongoing) and injection vancomycin (1gm, every 3days, ongoing) for peritonitis. The patient was discharged three days after hospital admission. Two (2) days after event onset, the patient was recovered from peritonitis. Pd therapy was ongoing. It was reported that the patient was retrained on the proper aseptic technique. No additional information is available.